Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united sates cypher sirolimus-eluting coronary stent. This is one of three products involved in the same patient reported under manufacturing numbers 9616099-2007-01974, 9616099-2007-01975, and 9616099-2007-01976. Additional information will be submitted within thirty days upon receipt.

Event description:
A report received from another country, indicated that a patient died of an unknown cause 19 months after receiving three cypher stents; two in the proximal left anterior descending coronary artery and one in the mid left anterior descending coronary artery. According to the report, ticlopidine was stopped thirteen months after implantation of the stents and cilostazol was started due to kidney failure. Additionally, there were no follow up coronary angiograms since implantation of the stents as the patient rejected it. The patient was found collapsed at home and was transferred to the hospital by ambulance. Cardiopulmonary resuscitation was conducted, but the patient died. Autopsy was not conducted. According to the physician, the cause of death is unknown, as this was a sudden death.